Manufacturer narrative:
Qn#1900068114 corrected data: catalog# corrected to mto-09801-cha. Lot# corrected to 13f18k0542. Expiration date corrected to 04/30/2023. Date of manufacture corrected to 10/17/2018. The customer returned one sheath assembly for evaluation. The dilator was not returned. Visual inspection was performed on the sheath and no defects or anomalies were identified. After the sheath failed functional testing, the hemostasis valve assembly was opened, and the valve was examined. No apparent defects or anomalies were identified. The overall length of the side arm measured 8.00" which is within specification of 7.75-8.25" per product drawing. The od of the side arm measured 0.131" which is within specification of 0.0127-0.0137" per product drawing. The psi sheath was functional tested was completed by first occluding the distal end of the sheath body with a clamp and attaching a syringe to the side arm. A leak was observed coming out of the proximal end of the hemostasis valve. After nothing was observed in the valve that would create the leak, the test was repeated. This time, everything functioned normally. The test was repeated 6 more times, sometimes a leak was observed, other times it functioned as expected. The sheath side arm was then hooked up to the leak tester. Holding the pressure at 21pka for 1 minute and then again at 42kpa for 1 minute. No leaks were observed. The manufacturing engineer for this device was contacted as part of this complaint investigation. At this point, they do not understand why this could happen sometimes and not always (the leaking) as they test 100% all our devices for leakages and this is an automated test where the tester and not an operator confirms the condition. A device history record review was performed and no relevant findings were identified. The customer complaint of a leak was confirmed through this investigation. However, the leaking only occurred sometimes and when the device was leak tested, the device functioned as expected. After breaking open the valve, no defects or anomalies were identified. The device passed all relevant dimensional specifications and a DHR review was completed with no relevant findings. Based on this the root cause of this investigation is undetermined. A non-conformance was initiated to further investigate the complaint.

Event description:
The customer reports: device placed in rij. When withdrawing blood from tubing port post insertion it was noted a large volume of air was entering the tubing. Potential leak at seal site or crack.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: device placed in rij. When withdrawing blood from tubing port post insertion, it was noted a large volume of air was entering the tubing. Potential leak at seal site or crack.

Event description:
The customer reports: device placed in rij. When withdrawing blood from tubing port post insertion it was noted a large volume of air was entering the tubing. Potential leak at seal site or crack.

Manufacturer narrative:
Qn# (B)(4). Additional information received: it was reported in the follow-up MDR that a non-conformance was opened to further investigate this issue; however, after a discussion with the manufacturing plant, the non-conformance was canceled as it was determined that the customer complaint was not caused by a manufacturing defect. The sheath was observed to be intermittently leaking from the hemostasis valve during leak testing using a manual hand syringe. However, when the device was leaked tested per iso-11070 section 7.3-7.4 using a pressure calibrated leak tester, the device functioned as expected and no leaks were observed. After opening the valve housing, no defects or anomalies were identified with the hemostasis valve or valve housing. The device passed all relevant dimensional specifications and a device history review was completed with no relevant findings. Based on this the root cause of this investigation is undetermined.